Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained. We had trouble with the clip applier having a scissor like effect when applying and at the same time they aren¿t staying on like they should be due to the above problem. We have opened up devices from a separate box to finish the case. No patient complications as a result of the issue.

Event description:
It was reported that during an unknown procedure, the devices are not firing down like they should. They are doing a sort of scissor effect. There were no patient consequences. It was not noted how the case was completed. One device was discarded.